Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient will undergo a revision procedure wherein the pocket will be relocated.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient will undergo a revision procedure wherein the pocket will be relocated.